Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate magnet tracking was unconfirmed. The magnet and ECG tracking functionalities were correct as received in service. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported the sensor shows inaccurate magnet tracking. Inconsistently showing the lollipop and then it disappeared all together.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported the sensor shows inaccurate magnet tracking. Inconsistently showing the lollipop and then it disappeared all together.